Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of 25 mmol/l. Customer stated that the insulin pump had insulin flow block alarm and event was resolved by infusion set change. Customer stated that the infusion set had bent cannula. Customer declined trouble shoot for high blood glucose. The device will not be returned for analysis.